Manufacturer narrative:
Additional b5 narrative: it was subsequently reported that the blade had been clogged during the procedure. A device history record (DHR) review was performed and no non-conformances or manufacturing irregularities were identified related to this failure. A return kit was issued and the trudi shaver blade - 0 degree (tsb4str) was reportedly shipped to bien air, as they are responsible for the device evaluations. To date, no results have been made available. This complaint will be reopened and updated upon receipt of investigation report from bien air and supplemental report will be submitted, as applicable.

Event description:
It was reported that the trudi shaver blade - 0 degree (tsb4str) jaw feature, broke off during use in a functional endoscopic sinus surgery (fess). While shaving the ethmoid sinuses, the jaw feature that rotates reportedly popped off into the patient's sinus during shaving dissection. The part was removed. It was reported that the origo (device used with the trudi shaver blade) was working as normal; nothing was noticeably wrong and no abnormalities in the sinuses were noted. It took ten (10) minutes for staff to retrieve device pieces and open a new device. It was reported that no patient injury or death occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.